Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had low blood glucose level. The customer¿s blood glucose level was 46 mg/dl. The customer reported that the lancet device broke and the insulin pump received calibrate and change sensor alarm. The customer was treated for low blood glucose level by having dinner. The insulin pump will not be returned for analysis.